Manufacturer narrative:
Result: broken timing link.

Event description:
It was reported by service report that the head right side rail assembly timing link was broken and didn't allow the side rail to lock. No pt involvement or adverse consequences were reported.